Manufacturer narrative:
Prior to receipt of this complaint, natus had already received similar complaints and proceeded to a corrective action (ca) henceforth abbreviated as ca to address this issue. The ca found that the error in the labeling took place during servicing activities. Retraining was provided to ensure that servicing procedures are properly followed. Stock units were also checked at the time of ca to find and fix defective units, if any. This particular customer received the reported unit prior to the initiation of this ca. The risk assessment regarding this defect found that the risk is considered minor and tolerable.

Event description:
This form is being submitted upon learning that one of our customers submitted a medwatch form to FDA with regards to mislabeling of emu40ex. The original complaint was received in (B)(6) 2017. No patient harm occurred. The issue was that two colored strips on emu40ex breakout box that indicate where on the breakout box the input should be connected to, depending on whether the input originates from left or right side of the patient, was reversed in their location.